Event description:
Tap. It was reported that 329 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located at the anastomotic site of the left anterior descending artery (lad) to saphenous vein graft (svg). A pre-intervention stenosis of 80-90% was reported. An attempt to place a 2.5x16mm taxus stent was unsuccessful due to "significant tortuosity within the lesion." The lesion was then pre-dilated with a 2.5x16mm maverick balloon. A 2.5x20mm taxus stent was deployed in the region of the lesion. The stent was post-dilated with a 3.0x13mm powersail balloon. There was reportedly "no evidence of dissection, thrombosis or distal embolization." No info concerning lesion calcification or post-intervention residual stenosis was reported. The pt rec'd heparin and nitroglycerin during, plavix and ecotrin after the procedure. The pt reportedly had "no immediate complications." The pt presented 329 days after the initial procedure with chest pain and in-stent restenosis at the anastomotic site of the lad to svg. Percentage of in-stent restenosis was not reported. Angioplasty was performed on the lesion using a 3.0x13mm powersail balloon. Post-intervention residual stenosis was not reported. The pt rec'd solucortef, heparin and nitroglycerin during the procedure. It was reported that the "interventional outcome was successful."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch # 7649522 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly and performance specs. Should further relevant info become available, a supplemental medwatch report will be filed.